Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right ventricular (rv) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). The physician reported it to be a gradual rise. All other measurements are within normal range. A technical service (ts) consultant recommended lead integrity testing. The device remains implanted. No adverse patient effects were reported.